Manufacturer narrative:
The exact age of the patient was unknown; however, it was reported that the patient was over the age of 18 years. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2011-04189 and 3005099803-2011-04190 address these devices. It was reported to boston scientific corporation that two radial jaw 3 hot biopsy forceps were used during a biopsy procedure performed on (B)(6), 2011. According to the complainant, while taking a biopsy, the device failed to deliver electrical current. A second forceps device was used, but the same issue recurred; device failed to deliver energy. The procedure was successfully completed using a snare along with the same active cord. Reportedly, the jaws on both devices opened and closed without issue. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2011-04189 and 3005099803-2011-04190 address these devices. It was reported to boston scientific corporation that two radial jaw 3 hot biopsy forceps were used during a biopsy procedure performed on (B)(6), 2011. According to the complainant, while taking a biopsy, the device failed to deliver electrical current. A second forceps device was used, but the same issue recurred; device failed to deliver energy. The procedure was successfully completed using a snare along with the same active cord. Reportedly, the jaws on both devices opened and closed without issue. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual examination found the return unit to be within specification. No abnormalities were noted with the device riveting or welding. Functionally, the unit was able to be opened and closed without issue. Additionally, a resistance test was performed and the unit met specification. The condition of the returned incident device showed no evidence of the alleged issue or any defect which could have contributed to the event. The complaint was not confirmed. A review of the device history record (DHR) was performed; no anomalies were noted.